Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The shaft separation was confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the difficulty removing the device; however the shaft separation appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex coronary artery. The xience alpine 3.50 x 28 mm stent was deployed at the target lesion. When the balloon was withdrawn, resistance was felt. The physician checked the scope and when pulling, the shaft separated at the soft portion, near the exit port of the guide wire. All parts were removed together as everything was in the guiding catheter. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.